Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a planned non-emergency treatment procedure. The procedure was completed on another system. A philips field service engineer (fse) visited the site, inspected the logfile and confirmed that the geometry did not work. The fse found that the motor for driving the geometry had no power. The fse replaced the samd boxed hi power and the 24 volt power supply. After the replacement of both parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.